Event description:
Per the clinic, the patient experienced an extrusion and an mrsa infection (specific date not reported) and the patient was treated with IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.